Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: n141 boston scientific ICD implanted (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead dislodged and there was failure to capture at high outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.